Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400588560. The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030005. 2.5 hours of operation: 888 hours. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. Due to the lack of a precise error description, the history could not be analyzed extensively. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,35%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Assessment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complained malfunction could neither be reproduced nor detected inside the history files. No product deviation.

Manufacturer narrative:
This report has been identified as (B)(4) internal report (B)(4) . The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by (B)(4) medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland:: "underinfusion" customer statement: "pump reading that certain volumes have been delivered, and yet buretrol still has same volume in it. Also added by clinical engineering in the hospital: can you arrange additional training for the ward to address issues. Have you come across similar issues in other paediatric units? The default setting on the devices are chi setting. B. Braun hospital solutions consultant is willing to carry out training. Note: art no. 8713050 & compmanagm0099 used to register the complaint; will be updated if further information is received. Note: this complaint is part of collective registration (B)(4). (B)(4) & (B)(4). All associated documentation will only be logged to (B)(4).